Event description:
It was reported that the atrial lead had dislodged and the device was nearing end of life. During the system revision the physician was not able to gain access to the atrial lead with the introducer; subsequently, the atrial lead was programmed off. Upon removing and replacing the device and reconnecting the right ventricular (rv) lead, the superior vena cava (svc) coil impedance could not be measured. The physician wiped the lead and reconnected it to the header several times and no impedance could be measured due to potential damage to the lead. The svc coil was programmed off. Defibrillation threshold testing was successfully performed on the right ventricle coil. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.